Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 465 mg/dl. Troubleshooting was declined for high blood glucose. Customer also reported that insulin pump had keypad anomaly. Customer stated that the plastic casing of the insulin pump feels very very thin and the buttons were hard to press. Block mode was not active. Customer stated that the alarm in progress during the time that the button was responsive. After troubleshooting buttons were responding. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.